Event description:
It is reported that the pt presented and was diagnosed with acetabular implant loosening which resulted in a revision.

Manufacturer narrative:
Evaluation summary: the device were in vivo for approx 9.5 months. No devices or photos were rec'd, therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.